Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device determined that an excess material was found on the anterior view of the breast implant, measuring approximately 1.2 cm x 0.1 cm. According to the photo received previously, the excess material found appears to be the defect (tear) pointed out by the customer. Leak testing was performed, according to the mentor procedure, and no areas of gel exposure were detected during the analysis. Based on the information currently available, a notification was sent to mentor's manufacturing team. While this complaint was initiated for a tear/hole, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process. The excess material found is siloxane-base material, better known as silicone as the device material of construction is silicone. Excess silicone is a normal variation that can occur in the manufacturing process. Based on the available information, no safety concerns are anticipated for the presence of excess material on the specified silicone gel breast implant products. At various stages of the assembly and manufacturing process, there are inspection steps to evaluate manufacturing or other types of defects. These types of inspections are human-based and, therefore, they have an opportunity for an item or error not to be detected. This complaint is confirmed as manufacturing-related, and awareness training will be provided to be aware of this product complaint and reinforce the current process controls. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a mentor memorygel breast implant 275cc being used in a breast implantation procedure was found to be ruptured during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On dec 26, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).